Manufacturer narrative:
There were no devices returned for engineering analysis and attempts at gathering further device info were unsuccessful.

Event description:
In response to form 483 issued to spectranetics on (B)(6) 2010, observation #2, all vigilance reports filed, will also be filed with the FDA for all same/like devices sold in the united states. This was a cardiac lead removal performed with the indication of removing the entire dual-system pacemaker due to being no longer clinically necessary. The pt had a total of 3 leads (ra, rv & lv). The md prepped the leads and began lasing the atrial lead with a 12f sls. The md reported the lead "dislodged and then caught on something." He then performed a manual release while watching fluoroscopy, felt a pop and visualized the lead hitting and tearing the svc on fluoroscopy. Team prepped for a sternotomy, the sls was removed, the pt's arterial blood pressure dropped, and the sternotomy was performed immediately. The ra & rv leads were removed completely, but only half of the lv was retrieved due to the distal tip being completely embedded in the wall. The pt was placed on bypass, the svc tear was successfully repaired and the pt was stabilized within 30 mins.